Event description:
Seven days after the implantation, it was observed that the device is in back-up mode. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was interrogated, presenting the ICD in backup mode. The battery status of the device was bos. The memory content of the device was analyzed. The analysis revealed that the ICD automatically activated the backup mode, because the device detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. The device was reinitialized and an increment-decrement-pattern test was performed to test the memory areas of the ICD, showing no anomalies. Next, the device was subjected to extensive stress tests, using different temperature environments. During the tests backup-mode activation was reproducible and the root cause could be narrowed down to a damaged memory cell. In conclusion, a damaged memory cell was identified to be the root cause for the observed repeated backup mode activation. Please note, that the backup mode will be loaded from an unalterable memory. Therefore, the ability of the device to deliver therapies is not affected by this safety mechanism.